Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump display was blank. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with blank white flashing screen followed by an unexpected intermittent beep alarm due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform functional test due to blank display. Unit also received with cracked retainer. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.